Event description:
The pt stated that his pump dispensed insulin from the cartridge during the load step. The pt confirmed that this body was not attached to the infusion set at the time of the issue.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed visible moisture ingress and corrosion damage on the force sensor plate. A cracked battery compartment was observed. During evaluation an "ezprime" operation was performed and on the load step the pump did not detect the cartridge and dispensed fluid. A "no cartridge detected" warning was observed.